Event description:
It was reported that a malfunction on the pump occurred with the malfunction code "malf 0" displayed. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction code appeared again, which they acknowledged and understood.